Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by constipation. The patient was hospitalized the same day for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with meropenem, injection (inj.), 1.5gm,(IV) intervenous, od (once daily); fortum, inj., 1.5gm, od, ip (interperitoneally) and amikacin, inj., 125mg. The dosage of dianeal therapy was maintained. The outcome of the peritonitis was not reported. Additional information has been requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.